Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported ipg is depleted. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of ¿battery is depleted, and patient needs an MRI¿ was not confirmed. There was no indication the returned implantable pulse generator (ipg) had a low battery resulting in elective replacement or end of life. Therapy was being delivered as programmed during the time stimulation was active. The ipg diagnostic logs showed the device stimulation was not active as received and was turned off using a magnet on 1/3/2022. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The device exhibited normal device characteristics during analysis.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: (B)(4). Additional information indicates patient suffered a seizure at some point since his battery died and may have compromised the lead.